Manufacturer narrative:
Report source country: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) pocket site as of (B)(6) 2018. The patient¿s ins was repositioned to their right gluteal area on (B)(6) 2018 as a result of the issue. No further complications were reported or anticipated.